Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was on a continuous heparin infusion. At 12:38, vital signs were completed and the heparin infusion was observed to be running. At 14:35, while administering medications, the writer noted the heparin infusion had been stopped and the IV pump was turned off. The writer did not turn off the pump and was unsure when or why it was stopped. A review of the infusion verify and pump data showed that the heparin infusion was paused at 12:07, restarted at 12:15 at 25.1 ml/hr, then switched to kvo (20 ml/hr) at 12:54, which would have generated an alarm, and was stopped at 12:57. One second later, the pump displayed as offline and stopped. The writer notified the "mrp", who advised a stat ptt to be drawn to determine next steps. A verbal order with read back was placed. The patient¿s "poa" was informed. At 15:15, the ptt returned at 49.2. The md was notified and instructed to restart the heparin infusion from the beginning. The clinical facilitator assisted the writer with restarting the infusion. The next ptt was scheduled for 20:20.